Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2014 - device evaluation: the meter remote has been returned and evaluated by product analysis on 03/10/2014 with the following findings: evaluation revealed that the battery compartment was cracked at the top of the battery compartment and near the pump case seal. Unrelated to the complaint, evaluation revealed the battery cap threads were found to be stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the pump case was cracked along the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction: the ¿pump¿ was returned for evaluation, not the ¿meter remote.¿